Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed incorrect supply change steps and forgot to insert a new insulin cartridge, then requested assistance to return the pump to the rewind function; troubleshooting and education on proper steps were provided, and the user successfully accessed pump rewind. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included remote troubleshooting and user education to restore correct setup. Investigation of this case revealed user error related to the cartridge insertion step, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error during supply change.